Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device in the united states under PMA number p010014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Product location unknown.

Event description:
It was reported that patient enrolled in a clinical study and underwent a partial knee arthroplasty on (B)(6) 2006. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to lateral bearing dislocation. The polyethylene tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Returned device showed plastic deformation and wear. Device history record (DHR) was reviewed and no discrepancies were found. Deformation and wear may be related to reported impingement; however, radiographs were not available for review and therefore impingement could not be confirmed. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.